Event description:
Information was received from a patient regarding an external device. The reason for call was pt says that the stimulation will turn off by itself even when they are not charging the ins, and will feel the stimulation "start racing, it is going faster than what I set it at, then the stimulation turns off by itself". The stimulation is changing on its own. They said issue started happening "probably like 6 months ago or more". They said they met with manufacturer representative (rep) today and was told to call pats. They said rep looked at programming and made changes but this doesn't make a difference. A replacement controller was sent out. Pt called back stating that they got the replacement controller and they just got off the phone with the rep as the controller wouldn't go past the connect screen. Pt connected the recharger to the controller, however the screen still did not advance. Agent had the pt disconnect the recharger from the controller and reset the controller. Pt saw the setup/pairing screens. The controller still would not go past the connect screen however even though the recharger was connected to the controller. Agent reviewed recharger replacement with the pt. Pt said at the end of the call that the agent yesterday was not pleasant and made them cry. Pt said that they were in a lot of pain and were dealing with a lot and the agent was negative about everything. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer's representative. Caller called when she was with the patient (pt). Rep reports the same issue where the recharger stalls at the looking for device screen and will not connect with the ins. Rep said all the external equipment was replaced and the issue is still occurring. Technical services (ts) reviewed it may help to move the recharge paddle when it is stuck on the looking for device screen.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient mentioned they can't get their implant to charge and they have an appointment with mdt rep on friday at the clinic. Patient unlocked controller and controller showed connect the recharger. Agent instructed patient to clean the controller port and recharger pins then start a charge session. Controller showed 60% and implant red recharging with excellent quality. Agent reviewed best charging practices with patient, informed patient to continue charging their implant and the controller. The troubleshooting steps taken on call resolved the issue.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.